Manufacturer narrative:
Section h10: (h3) the evaluation noted that the reason for the revision reported was likely the result of not properly aligning the posterior undercuts of the insert with the mating geometry of the tibial tray, which prohibited the component from properly seating during the index surgery. However, this cannot be confirmed because the component was not returned for evaluation. The reason for revision was not provided. No information provided in the following section(s): a2, a4, a5, b6, and b7. The following section(s) have additional info; d11, g7, h1, h2, h3, h6, and h7. Section h11: corrections made in the following section(s): (d11) these were entered in error. Please disregard.

Manufacturer narrative:
Pending engineering evaluation. Concomitant device(s): logic femoral ps cemented right, size 4 (cn: 02-010-01-0340, sn: (B)(4)), logic tibial trap tray cemented, size 4f/4t (cn: 02-012-41-4040, sn: (B)(4)), three peg patella, 35 mm (cn: 200-02-35, sn: (B)(4)).

Event description:
Initial implant was done in (B)(6) 2015. The surgeon was both the original operating surgeon and the revising surgeon. It was revised using another company¿s products. It was noted at the time of revision that the primary poly was not seated properly in the tray.